Event description:
Additional information was received that a procedural delay occurred as a result of the capsule damage. It was reported that there was no misload or unusual resistance felt during loading.

Manufacturer narrative:
Updated b.5 updated imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 - replaced code a0413 with a0405 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID 22 fr sheath gore (lot number: unknown); product type: insertion sheath; implant date n/a; explant date n/a select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after dilating the vessel up to 20 french, force was applied to insert the delivery catheter system (dcs) but it was unsuccessful. A 22 french non-medtronic (gore) sheath was introduced and the dcs was inspected. The dcs capsule was damaged. A different valve and dcs were used to complete the procedure without issue. The patient had scarred femoral vessels and peripheral vascular disease. No adverse patient effects were reported.